Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad nurse that during a routine clinic visit, yellow wrench and controller malfunction alarms were observed. Four days later, the patient was admitted to the hospital due to receiving low flow, controller malfunction, and power limit advisory alarms and the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). The patient was reported to be stable on pneumatic support at a rate of 80 bpm. Approx one week later, it was reported that the patient had been transferred to a different hospital and placed on the transplant list; however, the patient refused transplant offers, so it was decided that the device would be exchanged. While on pneumatic support, the diaphragm of the svl appeared sluggish, so venting was performed, but with no improvement. The venting process was performed a second time and at this time, the patient's blood pressure dropped and the patient lost consciousness. The vad nurse then proceeded to hand pump the patient and encountered resistance, so the patient was placed back on pneumatic support and the nurse increased his heparin dosage. Unfortunately, support was withdrawn from the patient after he refused transplant as well as a device exchange.

Manufacturer narrative:
The explanted device was returned to MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.